Manufacturer narrative:
Product complaint #(B)(4). (B)(4) product not returned. Additional information provided: because there was a possibility that the holding position of the needle holder was too close to the swage part, the sales rep told the surgeon to hold it a little closer to the center. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Are there photos available for visual analysis? No further information is available. Is it possible that the needle present a needle park issue? No further information is available. What is the lot number? No further information is available. No further information will be provided. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. During surgery, the needle broke during interrupted suturing. The product and package were discarded. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.